Event description:
The leads were returned to the manufacturer after being explanted due to medical judgement and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, (B)(4).